Event description:
Sems placement was performed for stenosis in the distal biliary tract. The patient anatomy was difficult to ensure stable endoscope position, so the user could not do stretching scope and the elevator was almost fully used to make angle. In this situation, the user attempted to pull the trigger to deploy the stent but it was very tight and would not move at all. Another person tried to pull the trigger and 'snapping sound' was heard and the device became unable to function. They thought the device broke and removed it from the endoscope and found the sheath was severed. No part of the device was left in the patient. The user placed a plastic stent (oats) instead and completed the procedure. The patient did not experience any adverse effects due to this occurrence. User's comment: difficult case as stated in description of event. Additionally, confirmation of the correct button (forward & reverse) position was not performed. So the button could have been 'neutral'. General questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). During stent placement: (if any damages were confirmed prior to use)was the package damaged? No. (If any damages were confirmed prior to use)how was the device stored? What endoscope type and channel size was used? Olympus / jf-260v. What was the position of the elevator? Was it opened or closed? Opened. Details of the wire guide used (diameter, type, make)? Ni. Was the zip port facing upwards and slightly curved when backloading the wire guide? Unknown . Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes . Please advise the anatomical location of the intended target site already stated in description of event. How long was the stent in the patient by the time this complaint occurred? N/a. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? Plastic stent (oats) placement. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure . Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Unknown. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? Ni. Where was the stricture located in the body? Already stated in description of event. Was there resistance felt passing wire guide through stricture? Unknown. Was there resistance felt passing the evolution through stricture? Unknown. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? No. Was resistance felt during insertion into patient? Yes. If yes, at what point? Endoscope's elevator. Questions related to during stent placement: did the product fail during stent deployment or recapture? Deployment. If other, please specify . Was the directional button pressed during use? Unknown. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. Was the yellow marker kept in view during deployment? Unknown. Are images of the device or procedure available? The photo of the device is attached.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1771954 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. As seen in the image provided the flexor has split in two at approximately the half way point of the flexor. Document review: prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b of lot number c1771954 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1771954. The instructions for use, ifu0062-5, which accompanies this device includes the following contradiction ¿inability to pass the wire guide or stent through the obstructed area.¿ it also states "if abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to torturous patient anatomy. As explained in the complaint description "sems placement was performed for stenosis in the distal biliary tract. The patient anatomy was difficult to ensure stable endoscope position, so the user could not do stretching scope and the elevator was almost fully used to make angle. In this situation, the user attempted to pull the trigger to deploy the stent but it was very tight and would not move at all." It is possible that during deployment tortuous path may have caused a kink in the flexor and continued attempts to deploy, despite resistance felt in trigger, led to build-up of pressure at the kink resulting in the flexor breaking. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.